Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: "self-test failed" te 231008 & te 231013 displayed during start-up phase (14.20 & 14.24). Tn 1583908 showing in log config files.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.